Event description:
It was reported that the customer's insulin pump had an unexpected reset alarm. The customer's glucose at the time of reporting was 90mg/dl. She agreed to troubleshooting and had the possible causes for the alarm explained to her. She stated that the alarm occurred shortly after a battery change. She was advised to monitor the pump and that a replacement battery cap was being shipped to her. No equipment is being returned. No additional information was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.